Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported that the patient¿s device was ¿shocking him at times.¿ it was noted that the patient had discontinued regular use of the system. It was stated that the patient¿s implantable neurostimulator (ins) was reprogrammed ¿for better coverage.¿ it was noted that during programming the ¿sensor¿ was discovered to have been disoriented. It was stated that the patient had felt uncomfortable sensations in his mid-back. It was noted that the device was reoriented and reprogrammed. It was further noted that the patient was very pleased with the changes and was doing very well.